Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A quarterly report from the healthcare facility indicates that a patient with a stryker custom implant was revised due to "bespoke implant fracture between body and stem." The patient was revised to a mets distal femur.

Event description:
A quarterly report from the healthcare facility indicates that a patient with a stryker custom implant was revised due to "bespoke implant fracture between body and stem." The patient was revised to a mets distal femur.

Manufacturer narrative:
This report is being closed as a duplicate of FDA ref 3004105610-2022-00014.